Manufacturer narrative:
(B)(6). (B)(4). This is one of two products involved with this adverse event in which associated manufacturer report number is 9616099-2015-00422 complaint conclusion: approximately twenty four months post implantation of two smart control stents to the superficial femoral artery, the patient developed intermittent claudication at the right inferior limb. The abi value decreased. Restenosis was found by angiography (date unknown). On (B)(6) 2015, target lesion revascularization was performed. On (B)(6) 2015, the patient recovered. At the time of the index procedure, the lesion was mildly calcified and tortuous. The rate of stenosis was 100%. The target lesion was previously revascularized on (B)(6) 2014 and on (B)(6) 2015 by poba. This is a case from (B)(4) smart pms for sfa and the case number is (B)(4). No additional information is available. The product remains implanted in the patient and thus is not available for evaluation. . A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates are higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken.

Event description:
Approximately twenty four months post implantation of two smart control stents to the superficial femoral artery, the patient developed intermittent claudication at the right inferior limb. The abi value decreased. Restenosis was found by angiography (date unknown). On (B)(6) 2015, target lesion revascularization was performed. On (B)(6) 2015, the patient recovered. At the time of the index procedure, the lesion was mildly calcified and tortuous. The rate of stenosis was 100%. The target lesion was previously revascularized on (B)(6) 2014 and on (B)(6) 2015 by poba. This is a case from (B)(4) smart pms for sfa and the case number is (B)(4). No additional information is available.